Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Left knee effusion [joint effusion]. Face got red [erythema]. Labored breathing [dyspnoea]. Itching [pruritus]. Face got hot [feeling hot]. Oral thrush [oral candidiasis]. Case description: spontaneous report received on 17-apr-2008 from (B) (6) female consumer with a history of osteoarthritis (trying to postpone a knee replacement), who experienced knee effusion, face got hot, face got red, itching, labored breathing and oral thrush after receiving synvisc. The pt reported that she experienced the same symptoms about a month after her last synvisc injections, which she reported to genzyme. The pt received injections of synvisc into the left knee on (B) (6) 2008, (B) (6) 2008 and (B) (6) 2008. On (B) (6) 2008, approx 36 days after starting synvisc, the pt reported that her face got red and hot, inside both her arms were itching and she had labored breathing. On (B) (6) 2008, she her treating physician, who told her to take zyrtec, which she did not take. The symptoms went away on their own on the evening of (B) (6) 2008, but came back the following day. The pt planned to see her family physician the following week. On 22-apr-2008, additional info was provided by the pt. She stated that on (B) (6) 2008, she had 2 vials of fluid removed from her left knee. She then received a cortisone shot. The pt developed oral thrush on (B) (6) 2008 that was being treated with mycelex troche. At the time of this report, the outcome was unk. (B) (4).

Manufacturer narrative:
Eval summary: the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.